Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the heat exchanger has a loose tubing clamp and loose sieve bed elbow flare causing low o2